Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient experienced elevated blood glucose (bg) levels with six pods over the last three days ((B)(4)). The patient reported her bg levels exceeded 27.8 mmol/l (500 mg/dl) with one of the pods, 20 mmol/l (360 mg/dl) with another pod, and it ranged between 23 mmol/l (414 mg/dl) and 24 mmol/l (432 mg/dl) with four of the pods. The patient does not recall to which pod she experienced each bg level. When all the pods were removed the patient noted the cannula was bent and she had to use manual insulin injections to treat the hyperglycemia.